Event description:
It was reported that it was difficult to interrogate the device during follow up. A firmware download was performed, and interrogation was completed. The device remains implanted. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.